Event description:
It was reported that during preventive maintenance, the external pulse generator (epg) failed the atrial and ventricular milliamp (ma)output test for the high range. The distributed output was lower than the setting. The epg was returned for repair and test and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release and battery drawer are contaminated. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).